Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure stent damage and a dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous right external iliac. Vascular access was obtained contralaterally via an unspecified 6fr sheath. A non-bsc guide wire was advanced through the right iliac artery. An express-vascular ld, pmtd, 7.0x60x75cm stent was inserted and advanced from the left iliac artery to the right external iliac artery, resistance was encountered at the stenosed lesion. Upon "manipulating" the device, it was noted that there was some damage to the stent edge. The physician experienced resistance in attempting to remove the stent delivery system and the stent dislodged "centrally" and became lodged in the "right circumflex femoral." The target lesion was treated with an express ld 7-17 stent that was deployed at 12 atms. The dislodged stent was removed surgically. The patient was discharged from the hospital the following day in "good" condition.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.